Event description:
A caller reported that the customer was passed out, vomiting, and needed emergency help. The caller took the customer's blood glucose reading, and it was 109 mg/dl. Gave the caller the phone number to a local emergency contact. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.